Manufacturer narrative:
H.6. Investigation: a failure of discrepant results was reported on a viper lt instrument (p/n 442839, s/n(B)(6)). The customer reported discrepant results. A bd field service engineer was dispatched and reviewed logs. The logs revealed tip pick up and robot pressure failures. The instrument was calibrated and turned over to the customer fully operational. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for vlt0381 is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for vlt0381 was reviewed and revealed no previous complaints related to discrepant results. The root cause is attributed to drift from the calibration state. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while running patient samples with bd viper¿ lt system false gc positive result was obtained. Repeat test was gc negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that discrepant gc patient sample gc results ctgc run ((B)(6) 2021, rack 3075) had 6 patient samples CT neg and gc pos; repeat ctgc run ((B)(6) 202, rack 3075), 2 of the 6 patient samples initially gc positive resulted CT and gc neg. Ctgc environmental monitoring completed and all data were acceptable supporting no issue with instrument/work area contamination. Customer noted cross-contamination during patient sample transport (multiple samples in one transport bag) as a possible issue. Customer has requested collection sites adhere to one sample per transport bag and will continue to monitor. Customer has had no ctgc runs this week with higher than usual rate of patient positives.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples with bd viper¿ lt system false gc positive result was obtained. Repeat test was gc negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that discrepant gc patient sample gc results ctgc run (B)(6) 2021 had 6 patient samples CT neg and gc pos; repeat ctgc run (B)(6), 2 of the 6 patient samples initially gc (B)(6) resulted CT and gc (B)(6). Ctgc environmental monitoring completed and all data were acceptable supporting no issue with instrument/work area contamination. Customer noted cross-contamination during patient sample transport (multiple samples in one transport bag) as a possible issue. Customer has requested collection sites adhere to one sample per transport bag and will continue to monitor. Customer has had no ctgc runs this week with higher than usual rate of patient (B)(6).